Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was over 500 mg/dl at the time of the incident and current blood glucose was 118 mg/dl. It was reported that the customer had symptoms such as headache. The customer was treated with syringe. The customer does not allege pump was under delivering. The customer declined troubleshooting for high blood glucose and bent cannula. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.